Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient reported poor near vision. The lens was exchanged one week after initial implantation. Additional information was requested.

Event description:
The surgeon reported that the event resolved after the lens was exchanged.

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. Haptic and optic damage was observed. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4).